Event description:
A patient reported blood glucose results of 25.0, 18.0 and 10.0 mmol/l with a lifescan meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Note: patient could not confirm the expiration date on the vial of strips used for these results. It was reported that the date was scratched off the vial by the patient's family member.